Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller stated that for about the past 4 weeks they have been starting to feel the stimulation when they are just doing everyday things or laying down. Caller stated they will turn the stimulation down manually, but then a little bit later it starts all up again. Caller added that they need to set up an appointment with a representative to do some adjustments. The patient was redirected to their healthcare provider to further address the issue.